Event description:
It was reported the patient underwent device removal due to infection. No symptoms were reported. It was reported there was "no injury" to the patient. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Device analysis was not completed as of the date of this report. A follow up report will be submitted when device analysis is complete.